Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 006 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the black box and alarm history have multiple un-decoded data records, no ¿cs006¿ alarm is observed. The battery compartment is cracked below the grip pad. Returned battery cap is able to fit. The pump alarmed with ¿cs006¿ alarm during the 24hr duration test. Reported "cs006" complaint is duplicated. The pump¿s cover was removed; no intermittent condition was found to the pcb. The eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.